Manufacturer narrative:
The product has not been received for eval. Should new relevant info become available, a supplemental report will be submitted.

Event description:
The customer believed that she inadvertently gave herself insulin after redoing the fill tubing step. However, the customer checked her blood glucose levels and they were higher (232 mg/dl) than when she had checked prior to the call (193 mg/dl). At that point, the customer was not sure if she had received extra units.